Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had a motor error and no delivery alarms, insulin squirts out during prime process, slower and louder rewind process, scratches on the screen making it hard to read the display and had failed battery test alarm. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No rewind/loud noise anomaly, motor error alarm or unexpected no delivery alarm noted during testing. The motor was tested outside the device and passed. Unit had minor scratched lcd window. (B)(4).